Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 3 months post-implant, it was reported that the patient received low flow alarms and pump thrombus was suspected. The patient was reportedly hemodynamically stable, however, it was reported that a pump exchange or explant would be performed the next morning as the thrombus was reportedly becoming worse. Additional information was requested but not provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the pump was not available for evaluation and a specific cause for the reported low flow alarms could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was explanted for recovery on (B)(6) 2016. The pump was discarded.